Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unspecified location. An unknown amount of time later, the patient presented, and it was noted that the stent had occluded. The patient was not on plavix at the time of the event. The physician treated the thrombosis with two liberte bare metal stents. Further information has been requested, but has not been received.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device, therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The exact cause of the complaint could not be determined; therefore, the most probable root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.